Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call absence of no delivery alarm. Customer's blood glucose level was 74 mg/dl. Customer advised they had a bent cannula, they changed out their complete set and had an absence of no delivery alarm. Customer advised the needle and cannula were separated from each other.